Event description:
At a follow up appointment it was noticed that the recipient was not hearing with the device. The recipient is non-verbal and has balance issues. The user was re-implanted on the 17th march. This report refers to 9710014-2020-00468. For further information please refer to this report.